Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the outer round on the hs iii proximal seal was cracked and unravelled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and the anchor tab were inside the tube of the delivery device. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly, it was cracked along the last row of the outer edge. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. Additional evaluation is required. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).